Manufacturer narrative:
Device used for treatment, not diagnosis. Explant date sometime in (B)(6) 2016. Additonal product codes: hty, jdw, hwc. (B)(4): the report of a broken plate will need an intervention to remove the broken device. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Part mfg date: 13sep2011. Part # 222.656 lot# 6757394. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm condylar plates was processed through the normal manufacturing and inspection operations with no nonconformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with one non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medwatch uf# (B)(4) was submitted to customer quality on october 24, 2016. It was reported by that a patient experienced a non-union of the right femur on (B)(6) 2016. The operative report indicates a distal portion of the 4.5mm locking compression plate (lcp)¿ondylar plate 6 holes/170mm-right plate was broken. The original procedure was for an open reduction internal fixation (orif) of the right femur. There is no additional information available. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Updated description: an investigation summary was performed. The investigation of the complaint articles has shown that: a patient experienced a non-union of the right femur. The operative report indicates a distal portion of the 4.5 mm locking compression plate (lcp) condylar plate 6 holes/170 mm-right plate was broken. The returned plate is broken at the distal end, at hole #3. The break is approximately 35 mm from the distal tip of the device. In addition there are cracks in the plate on the broken distal piece (the edge of the plate to hole #2, as well as through hole #4 to hole #6). The plate shows some scratches consistent with implantation and removal. A visual inspection, dimensional test, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 15dec2016: it was reported that a patient experienced a non-union of the right femur. The operative report indicates a distal portion of the 4.5 mm locking compression plate (lcp) condylar plate 6 holes/170 mm-right plate was broken. The original procedure was for an open reduction internal fixation (orif) of the right femur. The revision took place on (B)(6) 2016 and device was explanted. There is no additional information available.